Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles throughout the tubing. Customer's blood glucose level was 225 mg/dl. Customer stated that they did not know air from the cartridge was supposed to be removed prior to filling the cartridge. Tandem technical support educated the customer on proper loading technics.